Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020 after an unknown procedure, instruments were being packed away and the t-handle inserter inner part was observed to be tight. The reporter attempted to unscrew the inner part and the knob broke at the proximal tip. There was no patient involvement. This report is for one (1) t-handle inserter (22mm/26mm). This is report 1 of 1 for (B)(4).